Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional observations of proximal conductor blood/body fluid (not obstructed), apparent explant damage and outer insulation melted, cosmetic environmental stress cracking and breached cut.

Event description:
It was reported that lead exhibited a rise in thresholds and a micro dislodgement was suspected. It was further reported that the lead exhibited a loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.